Event description:
Procedure: colectomy. According to the reporter: an abnormal click sound was heard when the instrument was fired. The surgeon then took out the instrument and noted that the vessel was not cut and no staples were found. Another device was applied and the click sound was heard again and the locking lever broke. The surgeon observed that the staples could not form b shape and the knife only cut a small portion of vessel. The surgeon then changed to use a new instrument to continue the procedure and no problem was found then. Or time delay was reported as more than 30 minutes.